Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the implantable cardioverter defibrillator (ICD) was exhibiting far r-wave oversensing causing inappropriate mode switches. No changes or intervention was performed. The patient condition was unknown.